Manufacturer narrative:
Film evaluation summary; the exact cause of the reported proximal type I endoleak could not be determined from the returned pre-implant films. Images during implant were not returned and the reported events could not be assessed, and post-implant CT were also not available. Review of a pre-implant CT/3d film report revealed that the patient had a severely angulated and short length proximal neck. The proximal neck diameter ranged in diameter from 23 ¿ 25mm along the 13mm length neck, and the infrarenal neck angulation measured ~75deg rt-lt. It is possible that implanting into the short and angulated neck, which resolved after implanting an aortic cuff and additional endoanchors, may have contributed to the proximal type I endoleak. It is also possible that device oversizing, implanting a 32mm diameter bifurcate into a 23 ¿ 25mm diameter neck, may have also been a factor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was planned to be implanted in a patient for the endovascular treatment of an 80mm abdominal aortic aneurysm. It was noted the patient had a short angulated neck. It was reported during the index procedure after the stent graft was implanted a type ia endoleak was identified on angiogram. The physician elected to implant heli-fx endoanchors on the right aortic side. Angio was then repeated however the type ia endoleak remained. An endurant cuff was then implanted together with some additional endoanchors and the endoleak was confirmed as resolved. The physician had concerns the cuff may have covered the left renal however after inserting a wire the left renal filled sufficiently when observed under angiogram. Per the physician the cause of the event was due to anatomy owing to aneurysm size and the patient's short angulated neck. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Additional information: neck length was approximately 13mm. If information is provided in the future, a supplemental report will be issued.

Event description:
Neck length was approximately 13mm.